Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as ventilator alarmed for battery totally discharged and switched into ambient at start-up. It was reported that device failed to turn on with batteries installed in the device and showed no signs of ac power when the device was connected to mains, however, the device did turned on when the batteries were removed and connected to ac power. - the alarm was observable both visually and through hearing. Tf444001 (batteriestotaldischarge). - the device log files were provided to hamilton. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as ventilator alarmed for battery totally discharged and switched into ambient at start-up. It was reported that device failed to turn on with batteries installed in the device and showed no signs of ac power when the device was connected to mains, however, the device did turned on when the batteries were removed and connected to ac power. - the alarm was observable both visually and through hearing. Tf444001 (batteriestotaldischarge). - the device log files were provided to hamilton. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator alarmed for battery totally discharged and switched into ambient at start-up. It was reported that device failed to turn on with batteries installed in the device and showed no signs of ac power when the device was connected to mains, however, the device did turned on when the batteries were removed and connected to ac power. The alarm was observable both visually and through hearing. Tf444001 (batteries total discharge). The device log files were provided to hamilton. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4) follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2, h4. Follow-up 2 - additional information: fields b4, g6, h2, h3, h6 and h11 are updated. The unit shut down during repair. No patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The most probable root cause of the event was deemed to be that the batteries were totally discharged and is consequently a user error, attributed to the lack of necessary user actions. Although the root cause of the event was identified as use error, the incident remains reportable as a potential deterioration in patient's health condition (which did not happen) could not be fully excluded. Therefore, the issue is considered as a reportable event.